Event description:
It was reported that pump displayed malfunction alarm malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for resetting pump, and successfully reset pump with assistance, and no additional outcome information was reported.